Event description:
It was reported that the surgeon implanted the incorrect model intraocular lens. Original monofocal lens implanted was replaced with a multifocal lens during initial surgery by enlarging the incision. No patient injury.

Manufacturer narrative:
Visual inspection shows a lens cut in half with one distorted haptic and dried viscoelastic on the optic. Information received from the account stated this adverse event was a user error and not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.